Manufacturer narrative:
The reported events were failure to sense, failure to advance stylet and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of failure to sense and failure to advance stylet were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.

Event description:
It was reported during implant procedure that the right ventricular lead did not allow the stylet to advance and exhibited a failure to sense. A helix issue was suspected. The lead was successfully exchanged. There were no patient consequences.